Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during percutaneous transluminal coronary angioplasty, shaft break occurred. Vascular access was obtained via right radial artery. The target lesion being treated was located in the obtuse marginal coronary artery. Left coronary artery was cannulated with jr 3.5 - 6 fr unspecified guide catheter. The lesion was predilated with a 1.5x15mm unspecified balloon catheter at 6 atms for 20 seconds. The balloon was upsize to a 2x15mm unspecified balloon catheter at 8 atms for 20 seconds. A 4 gms non- bsc guide wire was able to cross the lesion. Then, the physician decided to deploy a 2.50x28mm promus element stent delivery system (sds) was then advanced to the lesion. While transporting this device, the shaft break occurred and would not cross the lesion. The device was removed and the procedure was completed with dilation using an unspecified balloon at 14 atms and an implant of another 2.75 x 24mm promus element stent. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned in two sections due to a hypotube break 215 mm distal to the manifold strain relief. The hypotube was severely kinked throughout the full length, particularly close to the break site. No issues were noted with the crimped stent, tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during percutaneous transluminal coronary angioplasty, shaft break occurred. Vascular access was obtained via right radial artery. The target lesion being treated was located in the obtuse marginal coronary artery. Left coronary artery was cannulated with jr 3.5 - 6 fr unspecified guide catheter. The lesion was predilated with a 1.5x15mm unspecified balloon catheter at 6 atms for 20 seconds. The balloon was upsize to a 2x15mm unspecified balloon catheter at 8 atms for 20 seconds. A 4 gms non- bsc guide wire was able to cross the lesion. Then, the physician decided to deploy a 2.50x28mm promus element stent delivery system (sds) was then advanced to the lesion. While transporting this device, the shaft break occurred and would not cross the lesion. The device was removed and the procedure was completed with dilation using an unspecified balloon at 14 atms and an implant of another 2.75 x 24mm promus element stent. No patient complications were reported and the patient¿s status is stable.